Manufacturer narrative:
Baxter received and evaluated the device.  A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported device not powering on with battery, which was not reproduced. The reported symptom was verified during power source testing when the unit charged a known good wireless battery module intermittently. A visual inspection found depressed contact pins on the unit¿s rear case to be the cause of the reported symptom. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device would power on with battery. There was no patient involvement. No additional information is available.